Event description:
The lead was extracted due to oversensing in the ventricular channel. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. An extraction aid was found in the lead body. The analysis showed multiple abrasion marks along the lead. In particular between 51 cm and 57 cm distal to the df4 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, cuts into the insulation were found between 37 and 39 cm distal to the df4 connector pin, which probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.